Event description:
Physician was attempting to deliver one endeavor resolute drug-eluting stent (2.50mm x 30mm) to a lesion in the left main with 80% stenosis but the device could not cross. The physician used a new device to complete the surgery. The patient is good. No clinical sequelae were reported. Evaluation summary: the distal tip was flared indicating that it may have been stubbed. The hypotube was kinked distal to the strain relief. A number of struts on the 7th and 8th distal stent segments were raised and deformed. The remaining segments were intact. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (stent deformation). Patient¿s condition affected effectiveness of device (lesion morphology) ¿ 80% stenosis. (Deformation problem). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) ¿ 80% stenosis. Inherent risk of procedure ¿ (stent deformation). (B)(4).